Event description:
The reporter indicated that on (B)(6) 2023 a 12.1mm, vticm5_12.1, -11.00/5.5/086 (sphere/cylinder/axis), implantable collamer lens tore during loading. There was no patient contact. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).